Event description:
It was reported that before using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there were air bubbles in the collection tube. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: 100 retention samples from bd inventory were evaluated by visual examination. Two (2) retain samples contained gel air bubbles. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.